Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had diabetic ketoacidosis. Customer stated reservoir must had leak in insulin pump. Customer reported that they got a low battery warning and then the insulin pump battery died and had blank display. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. It was unknown that auto mode feature was active at the time of high blood glucose event. Customer declined for troubleshoot. The reservoir will not be returned for analysis. The insulin pump will be returned for analysis.